Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The laa was an anterior chicken wing with minimal depth. Groin access was obtained. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and deployed a few times and subsequently released after meeting release criteria although the closure device was very high on ridge. The procedure was concluded, and the patient was discharged. One (1) day post index procedure, the patient experienced issues using their legs and was taken to the hospital where device embolization was confirmed. A femoral cutdown procedure was performed and the closure device was percutaneously snared. The patient was admitted to the hospital.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Media review: media from the clinical procedure was provided to boston scientific corporation (bsc) and reviewed by a member of the bsc global medical safety organization. Media review cannot confirm the reported event. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037104546. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant embolization (postural/gait disturbances) (additional device required, hospitalization, surgical intervention). Risk review: a risk review was completed and confirmed that the event of implant embolization (postural/gait disturbances) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The laa was an anterior chicken wing with minimal depth. Groin access was obtained. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and deployed a few times and subsequently released after meeting release criteria although the closure device was very high on ridge. The procedure was concluded, and the patient was discharged. One (1) day post index procedure, the patient experienced issues using their legs and was taken to the hospital where device embolization was confirmed. A femoral cutdown procedure was performed and the closure device was percutaneously snared. The patient was admitted to the hospital.